Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. Analysis was unable to verify batt out limit alarm due to button error alarm and no button response. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 140 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.